Event description:
A customer observed imprecise quality control and pt results with vitros phyt and phbr slides on a vitros 5,1 fs analyzer. One phyt, pt result was reported for which an amended report was sent to the physician. The physician indicated that no treatment was changed and there was no allegation of harm to the pt as a result of the misreported result. This report corresponds to ortho-clinical diagnostics, inc.

Manufacturer narrative:
An ocd field engineer visited this site and performed repairs on the device. Investigation into this event by the field engineer determined that the ir wash shuttle was damaged. The ocd field engineer replaced the wash shuttle. The operator reran 4 pt samples that were processed during the event, and it was determined that one phyt pt result was misreported and required an amended report to be sent to the physician. The physician indicated that no treatment was changed and there was no allegation of harm to the pt as a result of the misreported phyt result. The root cause was determined to be instrument related and appropriate repairs brought the instrument back to expected operation.